Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent would not deploy (adult female patient; age and weight are unknown). According to the complainant, the procedure was completed with another wallflex enteral duodenal stent device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully mounted on the delivery catheter and that the outer sheath was detached from the distal handle. The catheter shaft was bent and kinked, which precluded the ability to attempt stent deployment. Further analysis noted that it was not possible to retract the outer sheath, so the shaft was dissected and the inner lumen and the stent were withdrawn. Visual examination of the dssected components did not reveal any anomalies. The cause of the reported malfunction is determined to be related to operational context.